Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was damaged; further described as ¿pd catheter was pierced at the catheter site¿. This was observed during use of the device for pd therapy. The caregiver used alcoholic solutions for cleaning up the pd catheter. As a result, the pd catheter was thickened near the catheter site which finally pierced. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.